Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and a family member called the paramedics. Paramedics who gave intravenous fluids, although the customer could not recall the type of fluids provided, and at some carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.